Event description:
Account indicated that they are getting erroneous high ise patient results and gave the following examples: patient 1 initial sodium- 143, repeated as 132. Patient 2 initial sodium- 145, repeated as 134. No adverse events were reported in association with the incorrect results. The field service rep found the sample probe was misadjusted and repaired the instrument.